Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that following an implant procedure the patient woke up with extreme abdominal pain on the right side. The patient underwent a revision procedure wherein the lead was repositioned and was doing well postoperatively.